Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
The patient reported in an annual breast implant follow-up study (bifs) questionnaire, having experienced hard knots or lumps surrounding the implant or in the armpit within the first 2 months after a mammogram (side unspecified). Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, wear abrasion, fold creases, and a curved opening. A leak test was performed and one opening was found. A microscopic analysis identified a curved striated opening on radius site, assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Additionally, a void was observed on valve side which is out specification and assessed as workmanship. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage. - a void on valve side assessed as workmanship. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the manufacturing documents related to the reported event. According to the device analysis performed in the laboratory, it was found air void on valve which is not related to the reported complaint. The issue with air voids in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
The patient reported in an annual breast implant follow-up study (bifs) questionnaire, having experienced hard knots or lumps surrounding the implant or in the armpit within the first 2 months after a mammogram (side unspecified). Health professional reported right side deflation. Device has been explanted.